Event description:
Customer reports dry cough and sore throat. Md seen and prescribed an inhaler along with recommendation to discontinue use of sc.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.